Event description:
Found during inspection. The customer reported that a standard paddle set dropped to the floor and broke the adult paddle adapter. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer part # for a replacement adult paddle adapter.